Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that the patient had the bleeding and suffered hypotension. During the procedure of farapulse pulmonary vein isolation a farawave catheter was selected for use. As per the anesthesia, intubation was difficult during start of the procedure. The patient was under general anesthesia. The procedure began with standard insertion of the ice catheter and advancement of the faradrive sheath through an 18f dilator. Transseptal puncture was completed without complication. The physician then advanced the farawave catheter through the faradrive sheath into the left atrium. Cannulation of the pulmonary veins was difficult. Multiple attempts were required to cannulate the right superior pulmonary vein (rspv), including several cannulations using the rosen guidewire. The left inferior pulmonary vein (lipv) was identified first, and the pulmonary vein isolation had no issue. During the right superior pulmonary vein (rspv) ablation workflow, anesthesia reported the presence of blood in the endotracheal tube. They mentioned to proceed only with the right inferior pulmonary vein (ripv) ablation. After ablation was finished, both the sheath and catheter were removed. Anesthesia performed a bronchoscopy, which showed no trauma to the vocal cords. Blood was visualized in the lower trachea, likely originating from the right lung. Suctioning was performed. The patient's heart rate remained stable, though hypotension (low blood pressure) was noted. A transthoracic echocardiogram showed no pericardial effusion. The patient remained intubated and was transferred to the ccu for post-procedure management. Physician does not know the exact reason for this bleeding. However, physician suspects that the rosen guidewire might have caused a bleeding in the right lung. Especially since they were cannulating for quite some time. It was difficult to find the exact source of this issue. No issue with the esophagus. Patient is expected to fully recover. Device is not returning as disposed.